Event description:
During product evaluation, it was noted that one clearklink extension set had a filter element that was torn approximately half an inch near the center. It is unknown when this problem occurred or if there was any patient involvement, injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. During a visual inspection it was identified that the filter element was torn approximately 1/2 inch near the center. The sample was functionally tested and was noted to have complete flow through. The cause of the reported condition was not identified.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. Initial evaluation confirmed the reported condition. If any additional relevant information becomes available, a follow-up will be submitted.